Event description:
Acclarent was informed of an event in which a pt was said to have developed a pneumothorax after an airway surgical procedure in which an acclarent inspira air balloon dilation sys was used. Acclarent contacted the surgeon who performed the procedure and was informed that during a repeat airway surgical procedure, coblation radiofrequency energy had been used to make cuts in the tissue in the pt's trachea. Also, kenalog was injected into the stenotic region of the pt's trachea and balloon dilation was performed in the same area. The physician stated that the dilated area had a typical post-dilation appearance, and no tear in the mucosa was observed. The physician also reported that the pt was ventilated with a medtronic hunsaker jet ventilation sys during the procedure when the balloon catheter was not inflated, and ventilation sys had been placed alongside the inspira air balloon, between the balloon catheter and the tracheal wall. Immediately after completing the procedure, the pt was noted to have marked subcutaneous emphysema of the face, neck and upper chest. A chest x-ray revealed bilateral pneumothoraces. Bilateral chest tubes were placed and the pt was kept overnight. By evening, most of the emphysema had resolved. The chest tubes were removed the following day and the pt discharged.

Manufacturer narrative:
The physician stated that the acclarent inspira air balloon dilation sys had worked without problem at the time of the procedure. He further reported that no ventilation had been performed through the stylet portion of the airway balloon catheter during the procedure. The ventilation sys has reportedly been sent to an independent facility for eval. The subject device referenced in this report was discarded by the user facility and was not available for eval. Review of mfg records associated with the inspira air balloon dilation sys did not detect any anomalies. A supplemental report will be submitted if additional info is received, and acclarent will continue to monitor this phenomenon for trending purposes.